Manufacturer narrative:
The provided patient age of 43 years is as of the time of device implantation. Date of event was approximated to (B)(6) 2010, implant date, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Australia. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a retropubic sling and cystoscopy procedure performed on (B)(6) 2010 for the treatment of stress urinary incontinence: intrinsic sphincter deficiency (isd). As reported by the patient's attorney, the patient has experienced an unspecified injury.